Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect blender assembly for investigation. The blender was visually and physically inspected, which found no damage to the blender assembly. The testing results passed the oxygen sensor calibration and the blender verification test. The reported fraction of inspired oxygen (fio2) dropping out of specification was not duplicated. Our fa group could not duplicate a component failure, therefore no component failure investigation was performed and no root cause can be determined.

Manufacturer narrative:
(B)(4). The suspect component has been returned to carefusion's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that while using the avea ventilator, the fraction of inspired oxygen (fio2) delivered was higher than specifications. The customer attempted calibrations of the blender balance regulator but it did not resolve the reported issue. The customer stated that there was no patient involvement with this reported issue.